Event description:
Drain broke: customer reports that drain broke while inserting into pt. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires of incident once medical device family initially reported assuming incident could recur.